Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported after a da vinci assisted surgical procedure that the monopolar curved scissors cannot be angled in all planes - does not close completely - is only recognized by davinci at the beginning. The procedure was completed with no reported injury.